Event description:
The customer alleged they received questionable creatinine plus (crea) results on their p-module analyzer. The customer stated they had two samples with questionable results, but only provided data for one patient with discrepant results that were reported outside the laboratory. All results were from the same p-module. The patient's initial crea result was 12.1 mg/dl accompanied by a data flag. The repeat result was 0.5 mg/dl accompanied by a data flag. The repeat result was considered correct. The customer stated the results were promptly corrected and no adverse events occurred to the patients. The crea r1 reagent lot number was 66105201 and the expiration date was 01/31/2013. The crea r2 reagent lot number was 65870001 and the expiration date was 11/30/2012. The field service representative found that the rinse unit detergent 2 probe was dripping and the detergent valve was leaking. He replaced the detergent valves and mix vessels. A mechanical check was performed with no errors. A precision test was performed with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.